Event description:
A valiant navion stent graft was implanted in an unknown endovascular procedure. It was said that during on a unknown followed-up date, the peripheral diameter was observed to be expanded. No endoleak occured but there is a concern for a stent ring enlargement. The cause of the possible stent ring enlargement was no identified. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received : corelab reviewed CT imaging performed 4.5 years post the index procedure. No endoleak, fracture, stent ring enlargement or stent ring migration were noted. The maximum aortic diameter measured 61.1mm. Aortic enlargement of +8.8mm in comparison to a CT taken a day after the index procedure. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.